Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one week post implant a computerized tomography (CT) scan confirmed pneumothorax condition. A thoracic drainage was performed. It was additionally noted that the patient's lung condition was already poor, collapsed lung and pneumothorax was likely to occur. The ra lead remains in use. No further patient complications have been reported as a result of this event.